Event description:
Pt notified after hours to report cystals and /or white bumps in five smartez acyclovir 1000mg/100ml smartez device: lot# 6018016, exp 03/2020. Pt states the other infused devices from the shipment did not have white cystals even after allowing to reach room temperature. Pt was dispensed: acyclovir 1000mg/20ml (ndc: (B)(4), lot # 6018016; exp 03/2020).